Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, these complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during thr the device broke on the universal joint, damaging the cup. Delay of less than 30min reported. No injury reported. Back up available. Failure mode of second device was confirmed on (B)(6) 2019.